Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (mrca). The 0.014 bmw guidewire (gw) was positioned without issue. After stent placement and post dilatation with a non-compliant balloon, during removal of the gw, resistance was noted. Upon removal, the gw was noted to have some deformity and the tip of the gw separated but remained at the entrance of the rca. Unsuccessful attempts were made to snare the separated tip, as the piece was too small and could not be snared. Angioplasty was performed in an attempt to embed the separated portion of wire into the vessel wall, but instead of embedding the separated portion, it migrated to the level of the valsalva sinus. The patient remained hospitalized, unrelated to the angioplasty, but it was noted that the separated portion of wire remained stable without further embolization or migration. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. The reported deformation due to compressive stress tip was unable to be confirmed due to the condition of the returned device. Additionally, device damage such as bent shaping ribbon, multiple core bends and kinks, stretched tip coils, and tip coil/tip solder separations were noted.a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the deployed stent and/or other devices resulted in the reported difficult to remove. Manipulation of the device resulted in the noted device damages (bent shaping ribbon, multiple core bends and kinks, stretched tip coils) and ultimately resulted in the reported tip material separation/noted tip coil/tip solder separations. As reported, unsuccessful attempts were made to snare and embed the separated tip. The separated portion of wire remained stable without further embolization or migration. There is no indication of a product quality issue with respect to manufacture, design or labeling.